Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: evaluation revealed that the display was dim, faded and discolored. Unrelated to the display issue, the keypad cover was found to be torn and peeling above the up arrow button. All of the keypad buttons responded appropriately. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim, faded and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2015.